Manufacturer narrative:
It was reported that the endoleak observed on angiogram after the intervention procedure for the type ib endoleak was a type iiib endoleak and was not related to the previously reported type ib endoleak. It was reported that the device that was implanted on the eia as intervention for the type ib endoleak was a non-mdt(gore excluder) stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on an unknown date, follow up CT showed a type ib endoleak and approximately four years post the index procedure,the internal iliac artery was embolized with coils and an unknown device was additionally landed on the eia. The endoleak remained and again was observed on angiogram approximately six months later. It was noted that the endoleak occurred from the fabric in the vicinity of the flow divider of the main body. As per the physician, the cause of the event is related to a product issue. No additional clinical sequelae were reported and the patient will be monitored.